Event description:
Since march of 2014, there have been 6 incidents involving 5 patients in the neonatal intensive care unit (nicu). All five patients were on continuous positive airway pressure (CPAP) therapy with use of fisher and paykel nasal prongs. The prongs came off the flex trunk and remained in the nares of the infants or were found adjacent to them in the crib.